Manufacturer narrative:
Investigation is ongoing. Device remains implanted. Device remains implanted.

Event description:
As reported, 1year 4months post implant of a 23mm sapien 3 ultra valve, the physician noted paravalvular leak, aortic insufficiency and aortic stenosis with the valve. The patient was hospitalized.

Manufacturer narrative:
H2, h6 updated, the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. As the complaints for post implantation paravalvular leak, post implantation central regurgitation and post implantation stenosis were unable to be confirmed, a lot history and complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3/s3u us. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for post implantation paravalvular leak, post implantation central regurgitation and post implantation stenosis were unable to be confirmed as no medical record or relevant imagery were provided for evaluation. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 1year 4months post implant of a 23mm sapien 3 ultra valve, the physician noted paravalvular leak, aortic insufficiency and aortic stenosis with the valve. For complaint, post implantation paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. For complaint, post implantation central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patientrelated factors or structural valve deterioration, including calcification, noncalcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. For complaint postimplantation stenosis per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (outofround configuration), trauma (cardiopulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.